Event description:
It was reported that the pump touchscreen was dark and the pump would not turn on. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Troubleshooting indicated that the pump was in storage mode.